Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported patient event regarding any machine malfunction was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The daughter of a peritoneal dialysis (pd) patient reported that the patient was hospitalized. The patient initially presented to the emergency room (ER) on (B)(6) 2017 with increasing weakness. The patient was found to be in atrial flutter in the ER and was admitted tot he hospital were additional issues were addressed. The patient started on amiodarone for the atrial flutter. While hospitalized, his peritoneal dialysate concentration was reduced due to hyponatremia. The patient's sodium did improve but was still below normal. The patient has a history of chronic sytolic congestive heart failure and had an echo cardiac exam which showed reduction in his ejection fraction of 25%. The patient also had evidence of peripheral vascular disease and it was stated on follow-up, there will be attempt at revascularization. The patient began betadine due to blisters on his toes and duskiness of his toes and heel. The patient has a history of diabetes mellitus type ii and was hyperglycemic at the ER. The patient was started on an insulin drip, which quickly normalized. The patient had missed multiple does of insulin at home. The patient was subsequently discharged on (B)(6) 2017 to an assisted living facility. Follow-up information with the patient's pd nurse revealed that the hospitalization event was not believed to be related to any malfunction or defect with any fresenius pd device or product. It was reported that the patient was able to complete pd therapy while hospitalized with the liberty cycler. The nurse stated that the patient is very non-compliant with pd therapy and that skips treatments all the time.

Manufacturer narrative:
Clinical investigation: it was unknown when the patient¿s last peritoneal dialysis (pd) treatment with the liberty cycler occurred prior to hospitalization. Therefore, it cannot be determined if there is a temporal relationship between pd therapy with the liberty cycler and the patient¿s generalized weakness which warranted in-patient hospitalization for multiple medical issues including an incidental finding of new onset atrial flutter, hyperglycemia, hyponatremia, hypovolemia, and right popliteal artery occlusion. Additionally, there were no reported allegations of a liberty cycler malfunction that indicates the liberty cycler caused or contributed to the patient¿s adverse events. It is unlikely that the liberty cycler is causally related to the occurrence of right popliteal artery occlusion. This event is considered an adverse effect of the patient¿s severe and ongoing peripheral vascular disease. Moreover, the patient¿s hyperglycemic event is most likely related to non-compliance with insulin therapy at home for his pre-existing diabetes mellitus. Additionally, it is unknown what may have led to the patient¿s new atrial flutter, however, it is possible the patient¿s pre-existing cardiovascular comorbidities may have been associated with this event. The etiology for the patient¿s hyponatremia and hypovolemia cannot be determined. However, there is no objective evidence that reasonably suggests the liberty cycler caused or contributed to the patient¿s hyponatremia and hypovolemia.